Event description:
It was reported, that the patient presented remotely via merlin.net. Review of transmission revealed, that right atrial (ra) lead was exhibiting failure to sense. On (B)(6) 2024, the ra lead was capped. And new ra lead was implanted. The patient was in stable condition.